Event description:
Note: date of event is unk. It was reported to boston scientific corp that an endovive safety peg kits push method was planned for use. According to the complainant, during preparation, when the kit was opened it was noticed that the tube had a defective hug which prevented the guide wire from advancing. There were no pt complications reported as a result of this malfunction.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. Although the complainant indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.